Event description:
The facility reported an infusion pump with a low battery alarm. The event was reported to have occurrred during customer use with no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary:the condition of low battery alarm was confirmed. Inspection of the device found the pump's batteries couldn't hold a charge and were found to be damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.